Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found peeled downstream occlusion seal. A visual inspection was performed, and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the sensor seal. There was no patient involvement, no patient injury was reported.